Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). Additional information confirmed that a new catheter was used. The device sn/model was unknown. Additional information also confirmed that the catheter issue did not result in any patient impact.

Manufacturer narrative:
(B)(6). Analysis of the catheter identified that damage occurred to catheter body and-or guidewire during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-04, additional information was received from a foreign manufacturer representative (rep). It reported the pump was used to deliver baclofen (unknown dose and concentration). It was asked if a new catheter was used and the rep stated, "a new catheter should have been used but cannot be confirmed." It was unknown if the catheter issue resulted in any patient impact. No further complications were reported and/or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_pump, product type: pump.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving an unknown drug from an implantable pump for an unknown indication. On (B)(6) 2017, while using the ascenda catheter (8781) at the operation, the catheter bent when "it was hard to raise near the th 11 in the intrathecal" space. It was stated, "it was useless". The hcp stated that "the guidewire was extremely weak compared with the conventional catheter and it was easy to bend." The customer wanted the catheter strength analyzed.